Manufacturer narrative:
A review of the device history record for strattice lot sp100350 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2024 pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2016. The patient underwent an ¿exploratory laparotomy; small bowel resection; removal of inflammatory abdominal wall mass¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain; recurrence; debridement; fistula; incision & drainage; fat necrosis; infection; purulence; inflammatory mass over mesh; adhesions; nausea & vomiting; bowel/intestinal obstruction or blockage; bowel/intestinal resection; seroma; serosal injury with repair; open wound/wound vac; intervention & removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, debridement; fistula; incision and drainage; fat necrosis; infection; purulence; inflammatory mass; adhesions; nausea & vomiting (not device related); bowel/intestinal obstruction; bowel/intestinal resection; seroma; serosal injury with repair; open wound/wound vac¿ with approximate dates of treatment between (B)(6) 2017 and (B)(6) 2019. The ppf form also indicates the patient was implanted with a non-abbvie device, " bard/davol ¿ ventralight st;¿ on (B)(6) 2019. The form indicates that this device was removed on (B)(6) 2016 due to ¿hernia recurrence at area of mesh retraction leading to almost entire mesh explant.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.